Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email attached in complaint object: reported to have failed during testing and no patient involvement was reported. No further information available. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, a bubbled dso (downstream occlusion sensor) sensor seal, scratches and cracked on lcd lens screen. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests. Mu showed a nonreactive dso sensor. Replaced the dso sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with bubbled downstream occlusion sensor seal, scratches and cracked on lcd lens screen. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing performed. The customer's reported problem was confirmed. According to the investigation, a cassette not attached properly error alarm emerged during functional testing. The investigation reported that mu showed a nonreactive dso sensor which caused the reported issue. Investigator replaced the pump dso sensor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump had inoperable downstream occlusion sensor which was stuck at 135mv. No adverse effects reported.